Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed no delivery alarm. Customer's blood glucose was 434 mg/dl. During troubleshooting, customer removed the old set off the device and rewound the device. Customer mentioned the cap that connects to the infusion set to the device broke off after the reservoir was removed. After troubleshooting, customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir.; inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test, reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a pump; performed pump manual prime saw fluid flow through infusion set and out catheter tip. Conclusion reservoir not occluded.